Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information that the customer's device lid was very hot. The patient also reported a burning in her nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 05/23/2024 and section h11 should be reported as: the manufacturer received information that the customer's device lid was very hot. The patient also reported a burning in her nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally external investigation failed to observe any significant dust, dirt, damage, and only minor evidence of wear and tear. Using a known good power supply and power cord, pil powered on the device. Internal investigation found indeterminate contamination between the front panel and bottom enclosure as well as beneath the blower box in the bottom enclosure. What appears consistent with corrosion was observed on and in the dc input plug, suggesting liquid ingress to the plug. A small amount of indeterminate contamination appearing inconsistent with any materials used in the construction of the airpath or device was observed on the interior of the blower box, suggesting an external source for the contamination. Pil is unable to evaluate the complaint against the humidifier as no humidifier was returned with the device. Pil was able to confirm that a watchdog timer error occurred but due to not repeating it is not likely to be related to the complaint. Pil is able to confirm the presence of contamination in the airpath, likely from an external source. Pil is also able to confirm corrosion to the dc power input plug, likely from liquid ingress. The issue of liquid ingress to the power plug has previously been investigated. The manufacturer observed one error code found. Box d and h was updated in this report.